Event description:
Hill-rom received a report from the account stating the brakes not set alarm did not work. The bed was located in med surge inpatient at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
Hill-rom technical support suggested changing the power supply board. A search of the hill-rom maintenance records did not show performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.